Manufacturer narrative:
Updated to reflect the information received on 2017-jul-31 if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding patients who were receiving unknown drugs at unknown concentrations and dosages via implantable pumps for unknown indications for use. On (B)(6) 2017, it was reported that the facility had a number of motor stalls within 2 to 3 months of the date of the report. The rep noted that the pumps involved had all been explanted, replaced, and sent back to the manufacturer for analysis. The rep also reported that all of the pumps had an eri of less than 12 months. Additional information was received on 2017-aug-04 from the manufacturer's representative. It was noted that the events reported were not new events, but were captured in previously reported events. No symptoms or further complications were reported. Additional information was received from the manufacturer's representative (rep) on 2017-aug-18. It was reported that the rep was still investigating these events. The rep did not know which patient belonged to which report, though they did report that not all of the events listed were motor stalls. The list was a group of returns, regardless of reason, that they were referencing for the facility. The rep confirmed that whatever was in the reports was accurate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (patient¿s mother) reported the pump was erroring out, malfunctioning, alarm, low battery, and had a lot of problems. The mother stated the pump was replaced on (B)(6) 2017. The mother stated they believed it had been since the implant of the pump, but that was what she was hoping the analysis report would tell them.

Manufacturer narrative:
Updated to reflect the information received on 2017-jun-04. Updated to reflect the device return date and status. Updated to reflect the most appropriate facility address. Updated to reflect the status of the pump evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown concentration of baclofen at 1600 mcg/day via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that a motor stall was seen at the initial interrogation of the pump. It was unknown if the patient had recently had an MRI. The pump motor stall occurred on (B)(6) 2017 and low battery with safe state occurred on (B)(6) 2017. It was unknown if there was also a reset or if the motor stall was due to an MRI and had possibly recovered. No medical symptoms were reported. No further complications were reported. Additional information was received on 2017-jun-13 from the hcp via the rep. The patient's name and birth date were provided. It was confirmed that the motor stall did not recovery. The motor stall lasted from approximately (B)(6) 2017 until it was replaced. The cause of the motor stall and the low battery safe state was not determined. It was unknown if the safe state occurred after the pump reset. The pump was surgically removed and replaced. The patient's weight was unknown, however it was reported that the pump was running at 2000 mcg/ml and 1692 mcg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for intractable spasticity and cerebral palsy. It was initially reported that the system was delivering baclofen (unknown) 2000 mcg/ml at 1700 mcg/day. It was later reported the pump was being refilled with prefilled syringes of lioresal 2000 ug/ml at 1600 ug/day with flex dosing. However, the reporter later corrected themselves and reported that the system was delivering gablofen instead of lioresal. It was later reported that the pump was delivering gablofen 1000 ug/ml at 75ug/day. The drug lot number was 2158-104. It was reported that the patient experienced a return of spasticity and intrathecal baclofen (itb) withdrawal. The healthcare provider (hcp) performed telemetry, and found the pump not functioning/rotor stall/motor stall upon interrogation on (B)(6) 2017. Also, telemetry noted ¿stopped pump period may exceed tube set.¿ the patient experienced a low battery, safe state, reset issue. Motor stalls and recoveries began on (B)(6) 2017, and the patient never had any mris. Per the event logs, the low battery resets began on (B)(6) 2017. The hcp declined having the itb emergency withdrawal procedures forwarded to them. The patient was prescribed oral baclofen. The patient was currently in the hospital (as of (B)(6) 2017), and the pump was replaced on the morning of (B)(6) 2017. Surgery showed the catheter was patent. The issue was resolved. The patient¿s status was alive ¿ no injury. The patient would be programmed to start at 75 ug/day. The patient¿s medical history was unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the pump found that there was a feed thru anomaly with a shorting across the insulator in the pump motor. If information is provided in the future, a supplemental report will be issued.